Event description:
It was reported that when using the bd pyxis¿ es server all stations stopped communicating and unable to access into es server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter addr 1: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations had stopped communicating and was unable to access into the server. The technical support specialist (tss) dialed into server and attempted to log into enterprise server but encountered the error. The tss analyzed the data synchronization log and identified database was bloated. The tss attempted to shrink but received the error. The tss contacted the customer and obtained approval to reboot the server. Disabled services and rebooted the server; however, shrinking the databases still failed. The tss advised the customer to reach out to the hospital information technology (hit). The customer later confirmed that the issue was resolved by hit and verified that login to pes was successful, messages were current, and the etl job was running as expected. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations stopped communicating and unable to access into es server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.